Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6; h11. The reported event was not confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: panorex dental x-ray shows fractures of both right maxillary plates. No other medical records were provided. The device history record was not reviewed due to the following: lot identification is necessary for review of device history records; lot identification was not provided. Attempts have been made to gather all product identification information, and no further information has been provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D6a: implant date - unknown date in (B)(6) 2025. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an orthognathic procedure. Subsequently, multiple plates were noted to be fractured approximately 4 to 6 weeks post-operatively. The patient underwent unknown surgical intervention on an unknown date.